Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 72.0, 93.0, and 103.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked in multiple locations along its length. This type of damage typically occurs due to forceful manipulation at extreme angles during removal from the packaging or preparation for use. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, while removing the penumbra system ace 64 reperfusion catheter (ace 64) from its packaging, the physician inadvertently kinked the distal end of the ace 64. The ace 64 became kinked prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64 kit.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Narrative/corrected. Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 72.0, 93.0, and 103.0 cm from the hub and kinked on the distal tip.